Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the actuator separated from the delivery catheter system (dcs). The component separation was noticed out-of-box, and the dcs was never attempted for use. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the actuator separated from the delivery catheter system (dcs). The component separation was noticed out-of-box, and the dcs was never attempted for use. It is possible that the shelf carton and device inadvertently became damaged during transportation to the facility or during storage at the facility and this resulted in the damage to the actuator and subsequent detachment. However, these scenarios cannot be conclusively confirmed. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the shelf carton that the device was returned in was slightly flattened and with numerous creases. Following removal of the product tray, the actuator covers could be seen separated within the tray. There was severe damage to the product tray where the actuator is designed to be held, appearing to have been pressed down. The dcs was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. There were stress marks visible to the side tabs of both actuator covers. The capsule could not be retracted due to the actuator separation. The device was returned with the end cap/screw gear snap fit connected. The reported event for separation of components could be confirmed in the analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.